Event description:
According to the reporter: occurred during a laparoscopic duodenal switch procedure. Before being applied to the patient, the jaws of the reload would not open. The stapler was not able to fire. There was a problem unloading the device. The reload came off fully closed. In order to resolve the issue and complete the case, opened a manual stapling handle. There was no patient harm. There was no patient injury.